Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup; unknown head; unknown stem. Therapy date - unknown. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03275; 0001822565-2017-03277; 0001822565-2017-03278.

Event description:
It was reported patient has been indicated for revision of poly liner due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.